Manufacturer narrative:
Additional information that the patient felt uncomfortable with the anchors in the back that needed to be placed deeper during this patient's revision. Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 16847581, description: clik anchor (set of 2).

Event description:
A report was received that the patient will undergo revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had loss of stimulation and leads that moved due to a non-device related procedure. The patient underwent a revision with no device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient will undergo revision procedure for unknown reason.